Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2014-02341 and 3005099803-2014-02340 for the other associated device information. It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6), 2014. According to the complainant, during the procedure, the distal tip of the jagwire guidewire detached inside the patient exposing the metal corewire tip. A second jagwire guidewire was used however, the distal tip was also detached inside the patient exposing the metal corewire tip. The detached tip remained in the pancreatic duct. The procedure was not completed. The patient had a prolonged hospital stay as a result of this event. The patient¿s current condition was reported to be stable.

Manufacturer narrative:
A visual examination of the guidewire revealed that the distal tip was detached exposing the tip of the metal corewire the pebax section was not returned and presence of adhesive remnants were not found. The complaint is consistent with the return that the distal tip was detached exposing the tip of the metal corewire. Based on all gathered information the investigation fails to determine a definite root cause. A DHR (device history record) review was performed and no deviation was found.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2014-02341 and 3005099803-2014-02340 for the other associated device information. It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the distal tip of the jagwire guidewire detached inside the patient exposing the metal corewire tip. A second jagwire guidewire was used however, the distal tip was also detached inside the patient exposing the metal corewire tip. The detached tip remained in the pancreatic duct. The procedure was not completed. The patient had a prolonged hospital stay as a result of this event. The patient's current condition was reported to be stable.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).